Event description:
The home patient (hp) reported that they had received an overfill of solution that may have resulted in a hernia while using the homechoice cycler for apd therapy. The hp reported that after apd therapy they noted their abdomen appeared distended and looked like a "pouch". The hp relates that pt again used the cycler days later and after completion of apd therapy noted their abdomen appeared distended. The hp attempted a manual drain, however, no fluid would drain. The hp went to the ER, was diagnosed with peritonitis and admitted. The hosp was also unable to drain fluid heparin and antibiotic cefazol was administered intraperitoneally via manual capd fill. The hp relates that the hosp was then able to drain pt, removing approx. 6l of fluid. The hp continued to be treated in the hosp for peritonitis via capd exchanges with heparin and cefazol and was released 3 days later. The following day the dialysis center examined the hp and confirmed that the hp had an umbilical hernia. The hp's apd therapy has since been modified to exclude day exchanges and apd is performed in a supine position. The hernia appears to be healing and no surgery is planned at this time.